Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that does not turn on; this condition had the potential to interrupt delivery. This condition was found in the emergency room. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a flo-gard infusion pump that does not turn on was confirmed and reproduced during product evaluation . The cause of the reported condition was determined to be a defective power supply. The power supply was replaced to fix the reported condition.

Manufacturer narrative:
(B)(4). The service history review revealed that the device has not been previously sent into service for the reported condition of "pump that does not turn on." During previous services on 4/16/2009, the battery was replaced.